Manufacturer narrative:
Corrected fields: (event site address); (the initial emdr had an incorrect date; the correct date is sep112018).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had worn out maquet and cardiosave labels and required label replacement. The getinge service territory manager (stm) noticed this issue after returning to the customer's site to complete the repairs for a preventive maintenance (pm). No patient was involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue returned to the customer site and replaced the top display worn out maquet and cardiosave labels. The stm calibrated the iabp and the unit passed all functional and safety test as per factory specification. The pm was completed and the iabp was released for clinical use. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The full name of the initial reporter noted is (B)(6). The full name of the event site name noted is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had worn out maquet and cardiosave labels and required label replacement. The getinge service territory manager (stm) noticed this issue after returning to the customer's site to complete the repairs for a preventive maintenance (pm). No patient was involved and no adverse event was reported.